Event description:
Examination of the pump cable during the manufacturer's investigation revealed that the inline connector bend relief was discolored light yellow.

Manufacturer narrative:
Manufacturer's investigation findings: no device-related issues that would have contributed to the reported event were identified through the evaluation of (B)(6). Review of the submitted log files confirmed transient low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that the patient was believed to be hypovolemic, and the low flow events were caused by the patient¿s small left ventricular internal diameter end diastole (lvidd) and suction. A direct correlation between the device and these events could not be conclusively established through this evaluation. The submitted system controller event log files captured transient low flow alarms on (B)(6) 2021 and (B)(6) 2021. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No other notable alarms or events were captured. The pump appeared to operate as intended at the set speed. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The distal portion of the pump cable including the inline connector was returned, measuring approximately 18.5¿. The modular cable was connected to the pump cable via the inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists hypovolemia as a potential late post-implant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Section 8, ¿equipment storage and care,¿ contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook, rev. C, also outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also contains information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with positional dizziness and low flow alarms. Review of the patient's log files showed pulsatility index (pi) events occurring all throughout the log. An additional set of log files was sent as the patient was still having positional low flow alarms, and these logs confirmed low flow events occurring at a time when pi was elevated, which appeared to be a patient related issue. The patient was believed to be hypovolemic and was treated with IV fluids. The patient was not hypotensive or hypertensive. On (B)(6) 2021 the patient's set speed was 5000 rpm all day because they tolerated this speed in the catheterization lab. A lower set speed was thought to possibly be better tolerated given the patient's small left ventricle. The small left ventricle internal diameter end diastole (lvidd) was thought to be the cause of the low flow alarms, along with some suction. The patient was elevated on the transplant list secondary to the suction events, low flows, and dizziness. The patient received an urgent heart transplant on (B)(6) 2021. The device operated as expected.